Manufacturer narrative:
H3: product analysis: mainframe (s.no: (B)(6)) verified 'non-specific/broken.' Unit presented with software v1.5.4 via field update. Broken eic pcba mute probe jack, and a software failure due to a defective ssd. Imdrf codes: img g02030, g02008 fdd a0908, fdr c070603, c1011, fdc d02 & fdm b01 product analysis: patient interface (s.no: (B)(6)) could not verify non-specific/broken associated console had failure . The device had torn spare fuse decal and a worn fuse label. Imdrf codes: fdd a0908, img g04080, fdd a0908, fdr c19, c0601, fdc d20 & fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #:(B)(6), ubd:, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure nim console was not functioning as expected and that the or staff had to reboot the system a few times before they determined to replace it with a nim 3.0 for the case. There was no delay to the case. There was no patient impact.